Event description:
The customer reported that while three panorama central stations were in use monitoring patients along with spectrums, passport 2's, and ambulatory telepacks, the central stations stopped communicating. No patient injury was reported. (B) (4).

Manufacturer narrative:
The company service representative determined that the tim transceiver power supply had failed. She replaced the transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.